Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler did not pipette sample into well position a12 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.